Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 4 freestyle libre sensors, all with unknown serial numbers. This report covers all 4 sensors. The device manufacturing date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported reading differences between sensor reading with freestyle libre 2 sensor, and a competitor capillary meter. The customer reported a low reading issue with one sensor, in which the sensor was reading "in the range of appox. 50s [mg/dl]", and the customer self-treated with glucose until a sensor reading "around 100 [mg/dl]". The customer then obtained a capillary result of "around 260 [mg/dl]". The customer additionally reported unspecified reading differences with three additional sensors, of "on occasion...off by almost 90 points". There was no report of third-party intervention required for these issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 4 freestyle libre sensors, all with unknown serial numbers. This report covers all 4 sensors. The device manufacturing date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported reading differences between sensor reading with freestyle libre 2 sensor, and a competitor capillary meter. The customer reported a low reading issue with one sensor, in which the sensor was reading "in the range of approx. 50s [mg/dl]", and the customer self-treated with glucose until a sensor reading "around 100 [mg/dl]". The customer then obtained a capillary result of "around 260 [mg/dl]". The customer additionally reported unspecified reading differences with three additional sensors, of "on occasion...off by almost 90 points". There was no report of third-party intervention required for these issues. Based on the information provided, there was no report of serious injury associated with this event.